Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead had issues with the insertion and withdrawal of the stylets into the lead body. The lead was implanted and remains in use. No patient complications were reported as a result of this event.